Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, service history review, power on self-test and a review of the alarm log were performed. The power on issue was identified during power on self-test and review of the alarm log as a f38 alarm. The cause of the condition was inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. This occurred before use. There was no patient involvement. No additional information is available.